Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. B.3 date of event: between november 2004 and june 2011 device evaluation: the zilver 635 self-expanding vascular stent device of unknown lot number involved in this complaint was not returned for evaluation.with the information provided, a document based investigation was conducted. Document review: prior to distribution zilver 635 self-expanding vascular stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be conducted as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use (ifu0041-7). "Multiple stent placement: if placement of more than one stent is required, the following recommendations should be considered: the stent must not be in contact with metals other than nitinol. Please take this into consideration if the patient already has a metal stent"(reference attachment "(B)(4)_clinical input") root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to user error as there was a metal stent in the patient, and the zilver 635 self-expanding vascular stent should not have been used for overlapping with this stent as the metals are dissimilar and can cause corrosion. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient died. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
De niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm" twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices) computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. The last patient presented with an occlusion of both renal arteries and celtr at 3.7 years postoperatively. A bypass from the external iliac arteryto the lra was made, but it occluded soon afterward,subsequently necessitating hemodialysis. At 5.8 years after initial operation, the sma occluded as well, and the patient died of mesenteric ischemia.

Event description:
Correction report being submitted as update made to investigation on (B)(6) 2021 and definitive cause found to be user error.

Manufacturer narrative:
Device evaluation: the zilver 635 self-expanding vascular stent device (ziv) of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zilver 635 self-expanding vascular stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: a review of the relevant manufacturing records could not be conducted as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use (ifu0041-7). "Multiple stent placement if placement of more than one stent is required, the following recommendations should be considered: -the stent must not be in contact with metals other than nitinol. Please take this into consideration if the patient already has a metal stent. Root cause review: a definitive root cause of user error was identified from the information available as there was a metal stent in the patient, and the zilver 635 self-expanding vascular stent should not have been used for overlapping with this stent as the metals are dissimilar and can cause corrosion. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient died. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. Supplemental correction report is being submitted following a review of this complaint file on (B)(6) 2025 to update imdrf coding and investigation evaluation notes. This complaint is related to (B)(4) and captures 01 instance of occlusion in the renal arteries, the celiac trunk (celtr) and the superior mesenteric artery (sma). Device evaluation: abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. The device evaluation of the zilver 635 self-expanding vascular stent device of unknown rpn and unknown lot number involved in this complaint could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted document review: prior to distribution ziv devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records could not be completed as the lot number is unknown. Instructions for use/label. Instructions for use ifu0041 which accompanies the device states the following: "this product is intended for use in the iliac arteries for the following treatments: ¿ arteriosclerotic stenosis. ¿ total occlusions that have been recanalized". There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, it is known that the device was used in the superior mesenteric artery (sma), the celiac trunk (celtr) and used to elongate or to strengthen the branch or previous stent in the sma, the celtr and renal arteries. Root cause review: a definitive root cause of abnormal use can be concluded based on the available information. From the information provided, it is known that the device was used in the superior mesenteric artery (sma) and the celiac trunk (celtr) which is not the intended target location for this device. Also, the device was used to elongate or to strengthen the branch or previous stent in the sma, the celtr and renal arteries, which is not the intended use for this device. As this device has not been tested for use in this area and/or for this purpose, it is unknown how the device will function in this area. Product manager input states that the use of this device for any purpose outside of the iliac arteries would be considered off label use. Clinical advisor input states that the use of this device in the sma and the celtr and for the purpose of elongation or to strengthen the branch or previous stent in the sma, the celtr and renal arteries, would have caused or contributed to the occlusion noted, along with the patients pre existing conditions. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. As previously mentioned, the IFU stated that the device is intended for use for arteriosclerotic stenosis and total occlusions that have been recanalized in the iliac arteries. Please note, the device use in the renal arteries prior to (B)(6) 2018 was considered to be on label use. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: according to the initial reporter, this complaint was raised from literature papter de niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm". Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. A customized three-part cook zenith system (cook medical, (B)(6)) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient presented with an occlusion of both renal arteries and celtr at 3.7 years postoperatively. A bypass from the external iliac artery to the lra was made, but it occluded soon afterward, subsequently necessitating hemodialysis. At 5.8 years after initial operation, the sma occluded as well, and the patient died of mesenteric ischemia. As per medical advisor, the occlusion would likely require intervention/additional procedures to prevent permanent impairment/damage. The patient's death was likely caused by the patients preexisting conditions. Investigation findings conclude a definitive root cause of abnormal use was determined. (Used in the superior mesenteric artery (sma), the celiac trunk (celtr) and used to elongate or to strengthen the branch or previous stent in the sma, the celtr and renal arteries. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device.

Event description:
Supplemental correction report is being submitted following a review of this complaint file on (B)(6) 2025 to update imdrf coding and investigation evaluation notes.

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. Date of event: between (november 2004 and june 2011. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
De niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm". Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices) computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. The last patient presented with an occlusion of both renal arteries and celtr at 3.7 years postoperatively. A bypass from the external iliac arteryto the lra was made, but it occluded soon afterward,subsequently necessitating hemodialysis. At 5.8 years after initial operation, the sma occluded as well, and the patient died of mesenteric ischemia.